Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion of the pump outside of penoscrotal skin incision. The penoscrotal incision never fully healed and the pump started to erode out the skin. The entire device was removed, a washout was done, and a new device was implanted. There were no additional patient complications.